Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the plug driver tip fractured during final tightening of the plugs. The tip was able to be retrieved and the case was completed with the second instrument in the set. There was no reported patient harm.

Event description:
It was reported the plug driver tip fractured during final tightening of the plugs. The tip was able to be retrieved and the case was completed with the second instrument in the set. There was no reported patient harm.

Manufacturer narrative:
Additional information in d10, h3, h4, h6 (method, results, conclusions). The complaint is confirmed for one (1) of one (1) returned polaris 5.5 plug drivers (pn: 2000-9061) for the failure of driver tip twisted/deformed. The severity of this event is 0 ((B)(4)). A full investigation of the cause and contributing factors of this event as well as the quarterly update to this risk evaluation assessment can be found in (B)(4). Labeling was reviewed in this etm and found to be adequate. The devices were likely conforming when they left zimmer biomet's control. Currently, no action is recommended. Complaint history search. Due to the regularity of the occurrence of this failure and the severity of this event being 0, the risk evaluation of this failure is updated on a quarterly basis via (B)(4) and tracked in the monthly complaint trending meeting. As such, the current risk has been found to be within acceptable limits identified in (B)(4). If an event occurs with a higher severity than that identified in (B)(4), a full evaluation will be performed and the documented risk evaluation in the etm will be updated accordingly. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use and compatibility this device is used for treatment. Reported event is not related to a combination of product lines; therefore a compatibility review is not applicable.